Event description:
It was reported that during a cartridge change on an ilet pump, the insulin cartridge became vacuum-stuck in the pump and could not be removed with normal steps until the user gently tapped the device to release the seal; the cartridge had appeared properly seated with no visible damage prior to insertion, and no alerts or alarms occurred. Customer care provided support that included troubleshooting with the user and education on continued monitoring. Investigation of this case revealed no reproducible failure and no identifiable device malfunction or component breakage, as the user was ultimately able to remove the cartridge and indicated the situation was not recurring. No clinical symptoms associated with the reported event. Outcomes included no impact on health and no medical care. It was concluded, based on previously established findings for similar reports, that the cause was unable to determine.